Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed alert 38 indicating a motor stall during a meal announcement, and after a restart the alert reoccurred until the patient performed a guided supply change and moved the infusion site to a new location on the back, after which functionality resumed; this aligns with a mechanical jam involving the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact after intervention, with blood glucose returning to range and the alert not reappearing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.